Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in extremely tortuous and moderately calcified left anterior descending artery (lad). A 4.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure the shaft broke inside the guide catheter during advancement. The device was pulled out and the procedure was completed with a different device. There were no patient complications reported.